Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 500 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus. Customer did not continue with troubleshooting and disconnected the phone call abruptly. No additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become.